Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular (rv) lead exhibited high, out of range pacing impedance. The rv lead was capped and replaced on (B)(6) 2023. The patient was stable.